Manufacturer narrative:
Patient hospitalized with right lower-lobe necrotizing pneumonia. This is the lobe that the valves were placed on (B)(6) 2016 as part of the (B)(6) study. Therefore, event is potentially valve-related. Reporting through medwatch because the valve is a PMA approved device. Patient had four valves implanted - 2 5mm valves (piv-v5), 1 6mm valve (piv-v6), and 1 9mm valve (piv-v9). This medwatch report covers all four valves patient is currently in hospice and no additional information is available. Consistent with the labeling, pneumonia is a known potential complication with the spiration valve system. Analysis of the DHR did not indicate any non-conformances or deviation from normal processes.

Event description:
Patient hospitalized as a result of right complex parapneumonic effusion. Pneumonia in the valve-treated lobe required hospitalization, IV antibiotics, and valve-removal.